Manufacturer narrative:
The reported guidewire from a disposable hip pak, intended for treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: application of excessive force during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint record was performed. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that one of the guidewires snapped off during surgery. All the pieces were removed from the patient. A backup device was used to complete the surgery. No significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.